Manufacturer narrative:
G2: country of origin - japan h3: product analysis product: (B)(4), lot no:675181 it was confirmed during the incoming inspection that a foreign object was detected when the focus was shifted, and that there was a scratch on the outer tube tip. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare facility via manufacturer representative regarding an endoscope used for spinal therapy. It was reported that there were black spots on the endoscope. Additional information received from manufacturer representative that the event happened pre-operatively. There was no patient involved in the event. There were no further complications reported as a result of this event.